Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that withdrawal symptoms started (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue. The physician attempted a catheter access port aspiration and was unable to aspirate any fluid. The patient was referred for a catheter replacement. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. No further complications were reported.